Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the fenestrated bipolar forceps instrument with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer site is unknown. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the fenestrated bipolar forceps instrument broke in use during scheduled procedure - exposed wiring. During the robot assisted procedure, when the surgeon as using the fenestrated bipolar forceps, the instrument arm broke. At the instrument arm wrist, there was exposed wiring, and the arm was nonfunctional. The instrument had 9/14 uses left. The procedure was unknown how it was completed. On 11/15/2024, intuitive surgical, inc. (Isi) received maude report 19948859 stating: fenestrated bipolar forceps broke in use during scheduled procedure - exposed wiring. During the robot assisted procedure, when the surgeon was using the fenestrated bipolar forceps, the instrument arm broke. At the instrument arm wrist, there was exposed wiring, and the arm is nonfunctional. The instrument had 9/14 uses left.